Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the product user explaining that the product user's infusion line got caught on something which caused his infusion set to be pulled from his infusion site and detach from his body. No adverse effects were reported.